Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Reportedly, vegetation was found, and patient also had symptoms of infection prior to the explant. Furthermore, the cause of system infection was unknown, and the vegetation was not found to be permanently attached to the leads. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.